Event description:
It was reported that the patient's left ventricular lead caused the patient diaphragmatic stimulation. The stimulation could not be resolved by reprogramming, so the lead was removed and replaced. It was also noted that the atrial lead had undersensing and had pulled back into the superior vena cava. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the full lead was returned in segments, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and there was apparent explant damage. (B)(4) - we did receive performance data collected from the device and have analyzed the data, and there were no anomalies found. (B)(4) - the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed), the outer insulation was melted, the outer insulation had cosmetic environmental stress cracking and there was apparent explant damage.